Event description:
The manufacturer received information alleging service required. During the evaluation of the device at the third-party service center, the device was visually inspected and found pca burned component, and device does not turn on. Additionally, customer complaint not reproduced, and the device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.